Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the ipg would no longer communicate with the external devices. It was noted the patient has not recharged the ipg for more than 2 months due to decreased pain. Reportedly, the patient's pain has increased therefore he's requesting a non-rechargeable device. Follow-up identified surgical intervention was undertaken during which time the ipg was explanted and replaced with a new model. The issue is resolved.